Event description:
It was reported that the patient underwent an MRI. The implantable cardioverter defibrillator (ICD) was set to MRI mode. After the procedure, the ICD was found to be in back vvi mode with no backup defibrillation operation. A device restoration was performed. The patient was in stable condition with no adverse health consequences.